Manufacturer narrative:
An interfering factor to the assay component streptavidin was detected in the provided patient sample which caused the questionable elecsys anti-tpo results. This is a known interference documented in product labeling for the assay. A general product problem can be excluded. In rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.

Event description:
There was an allegation of questionable elecsys anti-tpo results from the cobas e 801 analytical unit. The initial result was >600 iu/ml. The repeat result with a manual 1:5 dilution was 23.9 (x5 =119.5) iu/ml. The repeat result undiluted was >600 iu/ml. The repeat result with a manual 1:5 dilution was 24 (x5 =120) iu/ml. Testing of the sample by another method (cmeia) on the architect analyzer, a result was within the normal range. No specific data was provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). Sample from the patient was requested for further investigation.